Event description:
Pt had lens implant. Later developed infection around the lens. The referral physician stated the infection was introduced at the time of surgery. Follow-up revealed no break in sterile technique during procedure, sterilization logs reveal no positive spore test. This report will also go to the implant MFR.